Event description:
It was reported, the patient was experiencing a burning sensation at the ipg pocket; the issue was not related to charging the ipg. It was reported the patient was to have a follow up appointment regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.